Event description:
This patient had a motor vehicle accident on may 4tn. Tnese leads are from 1991. The patient was not in the hospital and did not have any procedure on may 10th. No symptoms. No noise everything seems to be working okay, but on may 10th care alert for both ra and rv was issued by device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).